Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (80% stenosis). Inherent risk of procedure (stent deformation). Deformation issue. Evaluation conclusion: device evaluated and alleged failure could not be duplicated (alleged inflation difficulty could not be detected). Known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (80% stenosis). (B)(4).

Event description:
During the surgery physician used an endeavor resolute rx stent to treat a lesion in a patient that showed 80% stenosis in the rca. It was reported that the stent could not be inflated completely in the lesion. The lesion was pre-dilated. The device was inspected prior use with no abnormalities noted. No patient injury noted. When the device was returned to the manufacturing facility for evaluation, the stent was noted to be damaged. Evaluation summary: the balloon had been partially inflated. The stent had moved distally on the balloon. The proximal segments were positioned on the distal portion of the balloon and were expanded. The distal segments were stretched and deformed. Crimp impressions were evident on the balloon. Hardened contrast was present inside the balloon and inflation lumen. The balloon was inflated and maintained pressure without any issues. The device evaluation did not detect any issue with balloon inflation. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).